Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 11jun2019. The manufacturer¿s international service technician confirmed the reported issue. The noise which was reported and confirmed that the cause was the difference in the running speed of blower at the time of switching from/to (inspiratory positive airway pressure)/ (expiratory positive airway pressure) ipap/epap. The manufacturer¿s international service technician stated the vibration dampening ring was repositioned to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported loud noise. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.